Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation in his left side. Diagnostic testing revealed that all but one contact showed invalid impedances. Surgical intervention is planned to address the issue. Note the pt received two leads with the same lot number.